Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after an unspecified procedure. Reportedly, some resistance was felt lowering the lever. The lever was pushed harder which ultimately lowered the footplate and the device was able to be removed. The method used to achieve hemostasis was not provided. Patient was not harmed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A sterile proglide device from the same box also had some resistance lowering the lever. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The reviews of the production record and similar complaint query for this product were not performed because the lot number was not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A conclusive cause could not be determined for the reported difficulty to open or close the lever. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 correction: date of event updated d1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated g3 correction: date received by mfg updated from "5/31/2024" to "5/30/2024".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under separate medwatch report number. B3 - estimated date. D4 - a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after an unspecified procedure. Reportedly, some resistance was felt lowering the lever. The lever was pushed harder which ultimately lowered the footplate and the device was able to be removed. The method used to achieve hemostasis was not provided. Patient was not harmed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A sterile proglide device from the same box also had some resistance lowering the lever. No additional information was provided.